Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: a review of the pump black box showed no unexplained pump reboots. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was corrosion inside the battery compartment. A leak test showed pump leaks at the bolus button. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations indicating that there was power to the pump. Further testing was not able to be performed due to an unrelated keypad response issue. The pump¿s cover was removed and moisture damage was observed to the power printed circuit board. The complaint of intermittent power was not duplicated during investigation, however, moisture ingress was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.